Event description:
It was reported that the ilet did not appear to charge on the user¿s charging pad, with no indicator light when the pump was placed on it, which was resolved after moving the pad to a different outlet and power-cycling the pad by removing another device and waiting before placing the pump back on the pad, after which the indicator showed solid green and the pump displayed charging. Customer care provided guided troubleshooting. Investigation of this case revealed normal function of the charging system after relocation to a known-good outlet and pad reset, consistent with a temporary charging setup or alignment issue rather than a device malfunction. No clinical symptoms reported. Outcomes included no injury, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user environment or setup related.